Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a red heart alarm. The patient visited the hospital, and the medical engineer checked the history on system monitor. The pump stop and low speed operation were showed on the system monitor. The log file captured speed drops & pump stops. This type of behavior has been linked to potential issues with the percutaneous lead. The facility has decided not to exchange the pump. The patient is to live on batteries alone until heart transplant.

Manufacturer narrative:
Section a2, g3: correction. Section d4, h4: additional information. Manufacturers investigation conclusion: low speed and pump stop events were confirmed via the log file data provided by the account. Log file (B)(4) contained data spanning from day 1332 hour 13 minute 42 to day 1333 hour 16 minute 24, per the timestamp. Low speed events and pump stop events with associated low speed/flow alarms were captured on day 1333 hour 13 minute 45 and day 1333 hour 13 minute 57 while the system was supported with the power module. Based on our complaint history and similarly reported events, the low speed and pump stop events captured in the log file are consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause cannot be conclusively determined through this evaluation. It was reported that there was an earthquake in the area where the patient lived, but there were no power outages. The patient experienced a red heart alarm during the earthquake and was asymptomatic. The account communicated that patient would remain supported with batteries until they received a heart transplant. No further low speed or pump stop events have been reported at this time. The patient remains ongoing on (B)(6). The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time.